Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received inappropriate therapies due to oversensing on the ventricle lead. The lead was capped. Lead damage suspected.